Event description:
It was reported that during a da vinci s hysterectomy procedure, parts broke off of the cobra grasper instrument. No harm to the pt occurred and the surgery was slightly delayed while the instrument was replaced. No additional info was provided. No adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the instrument and could not locate any broken or missing components. Engineering observed the distal end of the main tube has various scratch marks with light material removed. The scratches are small in length and not aligned with the tube axis, with one large scratch mark parallel to the tube axis. Based on the location ans appearance, the damage was most likely caused by instrument collisions and or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.